Manufacturer narrative:
The customer reported that the rns failed, and would not power on. The device shut down during normal operation. They put a spare in its place to resume patient monitoring. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the rns failed, and would not power on. The device shut down during normal operation.